Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), nervous system disorder ("neurological conditions") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. A33565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's concurrent conditions included body mass index normal, kidney stones and stent placement. Concomitant products included diclofenac sodium (flector), escitalopram oxalate (lexapro) and phentermine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nervous system disorder (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction") with allergy to metals, cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, rash ("rash"), skin disorder ("skin conditions"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and alopecia ("hair loss"). The patient was treated with total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, nervous system disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, skin disorder, migraine, headache, nausea, dyspareunia, fatigue, weight increased, weight decreased and alopecia outcome was unknown and the genital haemorrhage, vaginal infection, rash and dysmenorrhoea had resolved. The reporter considered alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: insertion details: positioning of the tubal occlusion devices appeared to be good and the procedure was terminated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), nervous system disorder ("neurological conditions") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. A33565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's concurrent conditions included body mass index normal, kidney stones and stent placement. Concomitant products included diclofenac sodium (flector), escitalopram oxalate (lexapro) and phentermine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nervous system disorder (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction") with allergy to metals, cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, rash ("rash"), skin disorder ("skin conditions"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, nervous system disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, skin disorder, migraine, headache, nausea, dyspareunia, fatigue, weight increased, weight decreased and alopecia outcome was unknown and the genital haemorrhage, vaginal infection, rash and dysmenorrhoea had resolved. The reporter considered alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: insertion details: positioning of the tubal occlusion devices appeared to be good and the procedure was terminated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: update of quality-safety evaluation of product technical complaint (FDA code). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and nervous system disorder ("neurological conditions") in an adult female patient who had essure (batch no. A33565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's concurrent conditions included body mass index normal, kidney stones, stent placement and back injury. Concomitant products included diclofenac sodium (flector), escitalopram oxalate (lexapro) and phentermine. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, rash ("rash/chest and arms"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), weight increased ("weight gain"), alopecia ("hair loss") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menopause ("hormonal changes after essure removal- menopause"). In 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nervous system disorder (seriousness criterion medically significant), menstrual disorder ("hormonal changes- after essure my period started acting strange"), hypersensitivity ("allergic or hypersensitivity reaction") with allergy to metals, cystitis ("bladder infection"), skin disorder ("skin conditions"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), weight decreased ("weight loss") and bacterial vaginosis ("infection (bladder/vaginal/urinary tract) - multiple bacterial vaginosis"). The patient was treated with tolnaftate (antifungal) and surgery (total vaginal hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, nervous system disorder, menstrual disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, skin disorder, migraine, headache, nausea, dyspareunia, fatigue, weight increased, weight decreased, alopecia, vulvovaginal mycotic infection, menopause and bacterial vaginosis outcome was unknown and the genital haemorrhage, vaginal infection, rash and dysmenorrhoea had resolved. The reporter considered alopecia, bacterial vaginosis, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menopause, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: insertion details: positioning of the tubal occlusion devices appeared to be good and the procedure was terminated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital bleeding, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: pfs received- event hormonal changes replaced with : after essure my period started acting strange and after essure removal- menopause ,infection (bladder/vaginal/urinary tract) - multiple bacterial vaginosis and yeast infection were added.treatment medication and concomitant condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2013 surgery to remove essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and nervous system disorder ("neurological conditions") in an adult female patient who had essure (batch no. A33565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's concurrent conditions included body mass index normal, kidney stones and stent placement. Concomitant products included diclofenac sodium (flector), escitalopram oxalate (lexapro) and phentermine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nervous system disorder (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction") with allergy to metals, cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, rash ("rash"), skin disorder ("skin conditions"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, nervous system disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, skin disorder, migraine, headache, nausea, dyspareunia, fatigue, weight increased, weight decreased and alopecia outcome was unknown and the genital haemorrhage, vaginal infection, rash and dysmenorrhoea had resolved. The reporter considered alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reporter added, patient concomitant condition added, concomitant drug added, lot number received, events medical device removal and complication associated with device replaced with events:-geniatl haemorrhage, nervous system disorder,hormone level abnormal,vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, migraine, headache, nausea, allergy to metal, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, alopecia, device monitoring procedure not perofrmed incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.